Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficulty to close the foot was not confirmed. The reported difficult to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The lot history record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effects of hemorrhage and vascular tissue injury relisted in the electronic proglide instructions for use as a potential adverse event associated with the use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. The patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide devices with reported issue referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using proglide devices after an iliac recanalization interventional procedure with an 8f sheath. Reportedly, when attempting to remove the device from the patient, resistance was felt. The guide wire was reinserted and after the device was removed extensive bleeding was observed. Although the lever was returned to its original position, it seemed that the foot was not fully closed which made the access site hole bigger. A second proglide was attempted; however, a cuff miss [suture retrieval issue] occurred. A third proglide device was used, and 10 minutes of manual compression was applied to fully achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.